Manufacturer narrative:
(B)(4). It has been communicated that the device is not available for evaluation. Without the device it is not possible for codman to conduct a proper investigation. Since a lot number has been provided a review of the manufacturing records will be reviewed. We anticipate that the evaluation will reveal that the device conformed to specifications prior to release. If anything otherwise is found then a follow up report will be filed. If at some point the device does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device not available.

Event description:
The valve was implanted to the patient via va-shunt on 2009. Initial setting was unknown. It was reported that chpv occlusion occurred. The revision surgery was performed on week of 6 (B)(6). The patient was follow-up. There was no occlusion with the shunt tube and only the valve was replaced with strata(medtronic). The patient¿s information is unknown. Csf protein: normal. The product will be retuned to your site.

Manufacturer narrative:
(B)(4). A review of manufacturing records found no discrepancies when the device was released to stock. If additional relevant information is provided in the future, the complaint will be reopened and a follow-up report will be submitted. At present, we consider this complaint to be closed.